Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd vacutainer® push button blood collection set had the incorrect expiration date. The following information was provided by the initial reporter: "it is reported product box has a different expiration date year than product. Verbiage received, "ih # 51042851. Mfg # 367344. Description: vacutainer push button 21gx12in luer issue: conflicting expiration dates between the outside of the case and the individual pieces. Outside case¿s expiration date: 2022-02-28. Individual piece¿s expiration date: 2020-02-28. Currently, intermountain is assessing how many cases are currently in stock at the fulfillment center with the issue. It was our (B)(6) hospital."

Manufacturer narrative:
This complaint was mistakenly reported and the report MFR# 1710034-2020-00572 should be considered cancelled.".

Event description:
It was reported that bd vacutainer® push button blood collection set had the incorrect expiration date. The following information was provided by the initial reporter: "it is reported product box has a different expiration date year than product. Verbiage received, - "ih # 51042851. Mfg # 367344. Description: vacutainer push button 21gx12in luer. Issue: conflicting expiration dates between the outside of the case and the individual pieces. Outside case¿s expiration date: 2022-02-28. Individual piece¿s expiration date: 2020-02-28. Currently, intermountain is assessing how many cases are currently in stock at the fulfillment center with the issue. It was our (B)(6) hospital." ".